Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, lot# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial for urgency frequency and urge incontinence. It was reported that the patient¿s controller was not working properly; the screen was quick to darken and the patient believed it may be due to the battery going dead. Additional information was received one day later. It was reported that the patient¿s symptoms were getting worse at night. Additional information was received on (B)(6) 2017. It was reported that the screen on the patient¿s controller was going black. The patient was able to unlock the controller and the controller¿s battery life was in green, but the screen faded out again. The patient believed the device was not working and thought it was due to the batteries dying. Trouble shooting was done to check the battery life and the batteries were fine. It was noted the patient had an infection and their symptoms were worsening beginning on the evening of (B)(6) 2017. No further complications were reported/anticipated.